Event description:
A 3.0mm diameter by 18mm length s670 stent delivery system was inserted in an unknown coronary artery. It was reported that during repositioning of the guide catheter, the guide catheter pulled out and the stent dislodged at the pt's elbow. The stent was successfully snared and removed from the pt. The target lesion was subsequently treated with the deployment of another stent. The pt was reported to be fine post procedure and there is no additional clinical sequelae reported related to the event.